Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a 51mm taa in (B)(6) 2021. The vamf3834c150te was implanted proximally, and a reverse chevar was also performed using non mdt stents.  It was reported post-operatively on the (B)(6) 2021, an endoleak was noted at 2nd-3rd stent of proximal stent graft (vamf3834c150te). The aneurysm measured 53mm.  Another follow-up on the (B)(6) 2022, no endoleak was observed but the aneurysm appeared to have enlarged to 58mm. On the(B)(6) 2022, a type v endoleak was seen on the  2nd-3rd stent of proximal stent (vamf3834c150te). The aneurysm had increased to 73mm and the patient was experiencing  chest pain.  Intervention was performed on the (B)(6) 2022, two days later. Another valiant captivia stent graft vamf3632c150te was implanted to reline the proximal stent. The endoleak resolved.  No cause was reported.  No additional clinical sequalae  were provided and the patient is fine.

Manufacturer narrative:
Film analysis the reported endoleak was confirmed; however, the cause and subtype of the endoleak could not be determined. Lack of complete pre-implant cts did not allow for a thorough assessment of the pre-implant anatomy. Complete post-implant cts were not returned, and only limited views were seen on the CT videos provided. Endoleak interrogation was not seen for the endoleak identified on the (B)(6) 2021, making determination of the endoleak difficult. With regards to the endoleak observed on the (B)(6) 2022, a type ia endoleak seems unlikely as the contrast blush was also seen with the pig tail catheter positioned down in the aortic arch. A type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap. The endoleak may have been a type iiib endoleak caused by fabric abrasion. Fabric wear due to external abrasion from aortic calcification or from adjacent stent along the angulation of the aortic arch are potential root cause(s). Analysis of the returned videos did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.